Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform stapler 45 curved-tip instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer-reported complaint. The stapler instrument was placed on an in-house system with a brand new reload. Stapler failed initialization on every attempt, reaching 30% initialization completion before faulting. The reload was removed in order to manually drive the I-beam forward. Failure analysis (fa) investigations found the primary failure of stapler malfunction and engagement failure to be related to the customer reported complaint. Upon further failure analysis, a staple was observed to be stuck in the I-beam indicator window. Once the staple was removed, the stapler was re-installed and passed initialization. Reload was fired on test sheet. Firing completed successfully and the staple formation appeared proper. The likely cause of initialization failure was a lodged staple in the I-beam path. No I-beam damage was observed. Failure analysis found the additional failure of a lodged staple to be related to the customer reported complaint. The root cause of lodged staple is attributed to a component failure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform stapler for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The batch sequence number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that staples were not delivered from the staple line with unknown cause. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 curved stapler instrument malfunctioned. After repeated triggering of stapler (approx. 5-6 times), it could no longer be recognized by the system. The cover of the arm was replaced as well as the reload used, but in the end, there was no choice than to open a new stapler. The procedure was completed with no reported injury. On november 4th, 2022, intuitive surgical (is) contacted the site/reporter and obtained the following additional information regarding this event: the problem occurred intraoperatively, the stapler was checked as much as possible before the first use and was also triggered several times before the problem occurred. Unfortunately, no one was able to advise if/what error message was displayed on the screen. The target tissue was vessels between two lung lobes.